Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. Additionally, it was reported that the plunger rod was difficult to move. The following information was provided by the initial reporter: "consumer reported needle shield difficult to remove. Needle hub separated from syringe and stayed inside of the shield. Plunger rod difficult to move."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (3) 1/2cc, 12.7mm, 30g syringes in open poly bags from lot # 0041236. Customer states that the needle hub separated from the syringe and stayed inside the syringe and the plunger rod is difficult to move. All returned syringes were examined and one sample was returned with the hub-needle/shield assembly separated from the barrel. Both remaining samples were tested to determine the shield removal forces. Both removal forces fall within specification. Also, all samples were tested and all plunger rods were able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch# 0041236. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200878621] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, shield difficult to remove) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to remove) process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. Additionally, it was reported that the plunger rod was difficult to move. The following information was provided by the initial reporter: "consumer reported needle shield difficult to remove. Needle hub separated from syringe and stayed inside of the shield. Plunger rod difficult to move."